Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2016, for a right hip fracture, a 17.0mm cannulated drill bit large qc/300mm broke. The surgeon opened the reamer, when taking the reamer out at the junction where the reamer is attached to the chuck; the 17.0mm cannulated drill bit large qc/300mm broke. Fifteen (15) millimeters of the drill bit broke off and stayed in the chuck. The drill bit was then removed easily from the chuck with no damage to the chuck. The rest of the drill bit remained in the patient and the surgeon pulled it out easily without additional intervention. The "drill bit did its job and then stopped working." There was no surgical delay and the procedure was completed successfully. The patient is reported as stable. Concomitant devices reported: non-synthes chuck (part # unknown, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the device was returned and reported to have broken at the drill chuck connection during surgery. This condition is confirmed; the most proximal step of the drill bit has entirely sheared off leaving a homogenous fracture surface. After nearly 7 years of use, it is likely that the cutting edges have become dull and require more force in order to open the femur. It is likely that the continued application of larger amounts of force led to the device breakage and this complaint condition. The device was manufactured in january 2009 and is over 7 years old. The balance of the returned device is in fairly worn condition with dulled cutting edges and wear marks along its length. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.